Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: international UDI #(B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported touchscreen malfunction. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 14may2019, date rec¿d by MFR : 02apr2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.